Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced pain. The recipient's device was explanted. The recipient will not be reimplanted at this time.

Manufacturer narrative:
Due diligence attempts to obtain additional details regarding explant details and recipient's status were unsuccessful. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.